Manufacturer narrative:
The cypher stents remain implanted and the lot numbers are not known; therefore a device history record review is not possible. Restenosis and neointimal hyperplasia area known potential adverse events associated with coronary stenting. Although no conclusion can be made regarding the events based on the limited information; vessel characteristics, procedural factors, the patient's history of multiple vessel disease along with progression of existing coronary artery disease are possible contributing factors. There is no indication that the events are related to device design or manufacturing process.

Event description:
Information was received via the scripps ide study indicating restenosis approximately eight months post implantation of two overlapping cypher stents in the proximal ramus intermedius artery for chronic total occlusion of the vessel. In addition to the restenosis of the stents implanted at index procedure which was reported through the physician sponsored ide (ide # g040050), eight months and 20 months post index procedure there was a restenosis of unknown cypher stents which had been implanted in the right coronary artery (rca) prior to enrollment in the study at an unknown date. The patient was enrolled at a later date into the study at which time the proximal ramus artery was treated with two cypher stents. Approximately two months later the patient presented with chest pain. He was hemodynamically stable and comfortable; although required some topical nitrates overnight to remain chest pain free. Cardiac angiography demonstrated widely patent rca, ramus and left anterior descending (lad) stents and a preserved left ventricular ejection fraction, although there was mild apical hypokinesis. The patient tolerated the procedure well and was discharged in stable condition. This event was reported as related to both investigational procedure and device as the stents were widely patent. The event was resolved. Approximately eight months post enrollment in the study angiography was performed for evaluation of recurrent chest discomfort. Angiography demonstrated in-stent restenosis of the ramus intermedius artery cypher stents as well as re-stenosis of cypher stents placed in the rca prior to study enrollment. The patient was treated with one taxus stent to the rca and two overlapping stents to the ramus intermedius. The patient was discharged the following day. The event was resolved. Approximately 20 months post index procedure the patient present to urgent care complaining of chest pain and shortness of breath and was admitted for evaluation. Coronary angiography showed in-stent restenosis of the mid rca, which was treated with a cutting balloon. Ivus examination of the ramus intermedius revealed only minor neointimal hyperplasia. The patient was discharged the following day. This event (in-stent restenosis of the mid rca) which was reported by the study was indicated as not related to the investigational procedure/device as target lesion restenosis as it was progression of cad in non-target vessel. Due to the termination of the scripps study there will be no more additional information available for this patient.